Event description:
Boston scientific received information that a new pace/sense right ventricular lead was implanted due to out of range pacing impedances and increased pacing threhsolds on this right ventricular lead. When connecting the right ventricular lead to the pacing system analyzer (psa) the impedances appeared to be within normal range. The old right ventricular pace/sense was surgically abandoned and was used for defibrillation only. No adverse patient effects were reported.

Manufacturer narrative:
Should additionally information become available this investigation will be updated.